Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number x95m5f, and no non-conformances were identified

Event description:
It was reported that during the surgery, noted the jaw was loose and there was strange noise. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.